Event description:
The clinic reported that a laser vision correction patient developed corneal abrasions in both the eyes one day post treatment which was performed in 2011. The patient complained that the eyes feel dry. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.